Manufacturer narrative:
Further information could not be requested due to no contact or device information being provided.

Event description:
It was reported that a leadless pacemaker dislodged and migrated to the patient's right common carotid artery. No intervention was reported, and patient condition was unknown.